Manufacturer narrative:
(B)(4). A review of the batch records for the lot number of the device was conducted and revealed no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed during a visual inspection. Microscopic analysis of the ruptured reservoir revealed markings on the interior surface of the reservoir, which were observed near the rupture line. However, the cause of this event could not be determined. No repairs were completed, as this is a single-use device which will be discarded. No other observations were noted on the unit. If any additional relevant information becomes available, a supplemental medwatch will be submitted.

Event description:
It was reported that the reservoir of an infusor had ruptured, which occurred after the infusor was filled. It was reported that the infusor was manually filled, with an unknown drug, using a syringe. There was no patient involvement. No additional information is available.